Event description:
It was reported by the pt that she is experiencing lower abdominal pain, tenderness at site and a stabbing pain when she bends over. Found a knot in her lower abdomen and has recently noticed bleeding from her rectum.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.